Event description:
This pt is status post total abdominal hysterectomy, bilateral salpingo-oophorectomy. She had an episode of postoperative pain, which began approx two months after surgery in the left lower quadrant, left hip. She stated the pain was shooting through the abdominal region. She saw another physician in the practice with shooting pain through the vagina. She was admitted and had an abscess in the vaginal cuff, which was drained, and she did much better. She represented with terrible pain and ended up having a laparotomy two days later at which time pelvic pooling of fluid and what appeared to be a sterile abscess was opened. A number of adhesions were taken down. At that point, she was brought in for surgery as a very firm mass was left in the pararectal region. This area was opened and a portion of it was broken down. This came back through pathology as fibrillar which had been used for hemostasis in this pt at her original hysterectomy. It was found that the fibrillar that was suppossed to break down did not break down in this pt and coalesced into a very firm mass in this pararectal region. This is the third pt in this physician practice developing a similar problem postoperatively following the placement of fibrillar intraoperatively. The other two patients abscesses were drained vaginally in the office and did not require surgical intervention, the surgeon does not remember their names.